Event description:
Pt had surgery on left knee. Pt came out of surgery at 12:30 pm, placed on device. The pt was given high doses of morphine and was not awake. The device was covered with a sheet/blanket. At 6:30pm it was discovered the pt's right foot had been wedged under the carriage and been cut. The cut was between the first and second toes and required nine stitches.